Event description:
A bipap a40 device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. The device was evaluated by a third-party service center, and no actionable errors were observed. During visual inspection of the device, foam particles were observed inside the device. Additionally, dust/dirt and tobacco contamination was observed in the device. The technician also noted that the main pca needed to be replaced due to error code e-146 (error in verifying the flash drive format on device start up). The device data also identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. No repairs were performed. The device is to be scrapped per customer request.